Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported a possible defective unit; they requested a patient programmer (pp) that worked. No patient symptoms were reported and no further complications have been reported as a result of this event. Additional information was received from the patient. Patient stated she went to get the device checked and she was told it wasn't working. Patient stated that it works when she adjust settings but stops sending signal in a couple of days. The patient stated that the issue is not resolved. Patient stated she has an appointment with a healthcare provider on (B)(6) 2020 and with another healthcare provider on (B)(6) 2020. Patient said that the device is not working and she has had 8 bladder infections since september and she is not sure if the device is causing them. Patient she is miserable and needs something resolved, either get it working or get rid of it as it never had really helped. No further complications were reported.

Event description:
Additional information was received from patient. The patient reported the same information as in their previous response back to manufacturer adding that the device was pulled on (B)(6) 2020 leaving a small amount of metal. Their clinic would not give them an MRI because of the minor piece of metal in their bladder. On (B)(6) 2021, the uw gave them an MRI. More information received. Patient again reported that it didn't work so they had it pulled on (B)(6) 2020 so that they could have an MRI.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient had their ins removed on (B)(6) 2020.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient stated her appointment with the healthcare provider was cancelled due to the coronavirus pandemic. The patient stated that the device did not work for her and needs to see a healthcare provider to look for options. No further complications were reported.